Event description:
Per the clinic, the patient developed an infection beginning in (B)(6) 2020, and was treated with oral antibiotics (specific duration not reported). The device was explanted on (B)(6)2020. The patient has not been reimplanted with a new device as of this report.